Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient (170 lbs) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. The patient suffered a cardiac tamponade. It was discovered after the premature ventricular contraction (pvc) ablation procedure. The physician mapped and ablated in the right ventricle. After the ablation, while removing sheaths from the patient, the blood pressure dropped. Intracardiac echo revealed a large pericardial effusion and a pericardiocentesis was performed, removing 260 ml of fluid. The patient's pressure stabilized. The drain was left in, and the patient stayed the night for observation. The physician advised the bwi representative that they believed the removal of the rv pacing catheter (non-bwi) contributed to the patient event. The patient outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event. A cool flow smartablate generator kit-us (serial number (B)(4)) was used in the case. No transeptal puncture was performed because they went retrograde. Ablation was performed prior to noting the cardiac tamponade and there was no evidence of a steam pop. The event was noticed post ablation, when taking the sheaths out. The irrigated catheter was used in the event and the flow setting was 2/15. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. An unknown error message was observed on the biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag with the visitag module parameters for stability set to 2,3,25,2 with no additional filter used with the visitag and tag index.